Manufacturer narrative:
The device was cleaned and tested according to testing protocols and no anomalies were detected. The handpiece was sent to the supplier for further testing.

Event description:
We have been informed that during the use of the phaco fragmentation device, the surgeon was unable to break up the lens at the posterior part of the eye. Each time phaco power was applied, the lens would detach from the tip of the *8400.ft disposable 20ga fragmentation needle. Multiple phaco settings were tested, including softsonic, burst, and continuous modes, as well as low power with high aspiration. Different phaco/aspiration settings on the machine were also tried, and a new needle was used, but none of these attempts were successful in maintaining follow ability with the lens. After repeated difficulties, the surgeon made the decision to abort the procedure. The case was successfully completed at a different location using an alternative machine. No report that actual patient / user harm occurred. However, due to the complications encountered, surgical procedure was aborted.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during the use of the phaco fragmentation device, the surgeon was unable to break up the lens at the posterior part of the eye. Each time phaco power was applied, the lens would detach from the tip of the *8400.ft disposable 20ga fragmentation needle. Multiple phaco settings were tested, including softsonic, burst, and continuous modes, as well as low power with high aspiration. Different phaco/aspiration settings on the machine were also tried, and a new needle was used, but none of these attempts were successful in maintaining follow ability with the lens. After repeated difficulties, the surgeon made the decision to abort the procedure. The case was successfully completed at a different location using an alternative machine. No report that actual patient / user harm occurred. However, due to the complications encountered, surgical procedure was aborted.

Event description:
We have been informed that during the use of the phaco fragmentation device, the surgeon was unable to break up the lens at the posterior part of the eye. Each time phaco power was applied, the lens would detach from the tip of the 8400.ft disposable 20ga fragmentation needle. Multiple phaco settings were tested, including softsonic, burst, and continuous modes, as well as low power with high aspiration. Different phaco/aspiration settings on the machine were also tried, and a new needle was used, but none of these attempts were successful in maintaining followability with the lens. After repeated difficulties, the surgeon made the decision to abort the procedure. The case was successfully completed at a different location using an alternative machine. No report that actual patient / user harm occurred. However, due to the complications encountered, surgical procedure was aborted.

Manufacturer narrative:
In regard to this complaint, one phaco suretouch phaco handpiece with serial number (B)(6) was received for investigation. Visual inspection revealed no anomalies. Rigorous testing, both at dorc and at the supplier, showed that the returned instrument functioned in a proper manner. Hence, the reported compromised functionality could not be confirmed during testing and the handpiece will be returned to the customer. Please note that the issue might have been related to a temporary failure of the phaco-diathermy module to deliver the expected power. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The analysis includes all complaints with failure mode ph-performance, ph-performance-prolonged and ph-performance-delayed and the sales figures of 3002.p handpieces. Please note that complaints with failure mode ph-performance are usually not reported, since the failure will not lead to serious (potential) harm. This particular case was reported due to the fact that the surgery was delayed. Also, since the phaco handpieces are reusable devices, the distribution figures do not reflect the total number of product on the market neither the total amount of phaco procedures that were performed.